Event description:
It was reported approximately one week post implant that the patient experienced bradycardia, chest pain, shortness of breath and discomfort. It was further reported that the right atrial (ra) lead exhibited loss of capture and undersensing during atrial tachycardia/ atrial fibrillation (at/af) events resulting in unnecessary pacing at times. The right ventricular (rv) lead also exhibited unde rsensing resulting in unnecessary pacing. The patient symptoms were also attributed to the implantable pulse generator (ipg). The patient was hospitalized and the ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had metastatic cancer and the patient symptoms were not attributed to the implantable pulse generator (ipg) performance. The ipg was reprogrammed.